Event description:
Boston scientific received information that the sales representative (sr) was notified by the clinic that the right atrial (ra) lead safety switch had tripped for an unknown reason and noise was seen on a stored atrial electrogram from a few days earlier. The sr noted that the clinic does device checks on their own and upon evaluation found that the ra intrinsic amplitude was 3mv, the impedance measurement was stable at 800 ohms and daily measurements have been stable with lead impedance measurements ranging from 700 to 800 ohms. The out of range impedance measurements were unable to be reproduced with isometrics, thus the clinic plans to bring the patient in for a device evaluation in three months instead of six months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.